Event description:
During a call for an unrelated issue, the home patient (hp) reported having an infection. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the infection. The pdrn stated that the hp had been diagnosed with peritonitis. The hp was not hospitalized for the event. The hp is being treated with vancomycin and fortaz (ip, dose and frequency not reported). The pdrn stated that the cause of this peritonitis event was unknown. The pdrn stated that the hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A batch review was conducted on potentially associated lots (5c4482, lot numbers: h12d09066 and h12e21068; 5c4483, lot numbers: h12a31066, h11h31070, h12c30049 and h12e29053) and no issues were found related to the reported condition during the manufacture of those lots. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.